Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that the wound vac was placed on tuesday feb 16th and it lasted until about 3 pm that afternoon. Customer called saying it was beeping blockage so he was instructed to check all connections, he did all that and called back saying they instructed him to take it off if he could not find a blockage. We thought maybe the placement of the tubing going down toward the feet instead of up or that the foam was not big enough (half dollar size) was the issue so we were able to place it again on friday when he was able to come back in. When it was placed on friday it was all put on and then he went to sit up and it all came off right away. His skin is super dry and rough so customer is requesting for any options for a better drape that is stickier. It ended up getting it to adhere to his skin by using other drape we had from kci over the top of everything.